Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set cannula bent event leading to hyperglycemia. The blood glucose level was 480mg/dl at the time of event and the patient got treated with insulin pen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.